Event description:
At initiation of a routine hemodialysis treatment pt, complained of a bad taste in mouth, chest pain, shortness of breath, and was sweaty. Treatment was discontinued and blood was rinsed back. Pt went to ed and was admitted for cardiac eval. Cardiac testing was negative and pt was discharged the following day. No other medical intervention reported.

Manufacturer narrative:
Clinical staff attribute symptoms to a dialyzer reaction. No problem found with returned cartridge. No evidence of a device malfunction. The user's guide includes adequate warnings to monitor for potential allergic reactions. Biocompatibility of device has been established. The nxstage cartridge is a single use gamma sterilized disposable. No other similar reports attributed to this lot or for this pt subsequent to this event. Pt continues to dialyze with nxstage sys one and no changes to prescription. Nxstage medical considers this report closed. No add'l info will be provided.